Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the tlc55 instrument after reload has no function. Another instrument was used to complete the case. There was no consequence to the pt. Additional info from affiliate: the original cartridge in device could be fired without any problems, but the instrument could not be fired with the reload.